Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. The device passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
It is reported that a customer experienced low blood glucose of 45 mg/dl. The customer was treated at a hospital for the low blood glucose with an IV. The customer states that the reason for the low blood glucose was because of too much insulin was being injected to her. The customer was shipped a new insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.